Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following implant of this aortic bioprosthetic valve, it was replaced valve-in-valve due to observed central regurgitation and a possible leaflet tear. Prior to implant, the patient presented with elevated gradients, which resolved with the implant. A permanent pacemaker was also implanted during this time. No further adverse patient effects were reported. The patient's relevant medical history includes aortic insufficiency, mild mitral regurgitation, and previous coronary artery bypass graft (CABG).

Manufacturer narrative:
Has been updated to correct the duration of implant from "immediately following implant" to "12 years and 3 months post implant."

Event description:
Medtronic received information that 12 years and 3 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve due to observed central regurgitation and a possible leaflet tear. Prior to replacement, the patient had elevated gradients, which resolved with the implant. A permanent pacemaker was also implanted during this time. No further adverse patient effects were reported. The patient's relevant medical history includes aortic insufficiency, mild mitral regurgitation, and previous coronary artery bypass graft (CABG).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.